Event description:
It was reported that the patient had required intervention for hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports the pod was leaking during wear. The patient reports they had been vomiting. The patient had gone to their doctors office. The patient was treated with a manual shot of insulin. The patient was prescribed insulin as well as syringes. The patient was able to apply a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.